Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a complete shaft fracture occurred. The lesion being treated was moderately calcified, 60% stenotic lesion in a moderately tortuous right coronary artery (rca). The lesion was predilated with a 2.5 x 12 mm then with a 3.0 x 12 mm maverick balloon. After predilation, the physician attempted to reach the lesion with a taxus express2 3.0 x 12 mm drug eluting stent. As the physician advanced the taxus stent, the shaft fractured proximal to mid shaft. It is noted the physician indicated that he may have had the touhy a little too tight. The fractured catheter was removed from the pt's body without any complications. The procedure was successfully completed with another taxus express2 3.0 x 12 mm drug eluting stent. No pt complications or injuries were reported. Pt status is reported as "satisfactory good".